Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The heavily calcified, 90% stenosed in stent re-stenosis was located in the very tortuous right coronary artery (rca). The maverick 20x2.5mm balloon was advanced to the lesion. The balloon was inflated 3 times to 10 atms for 3 seconds per inflation. The balloon ruptured upon the third inflation. The balloon was removed from the patient. No patient injuries or complications were reported. The patient's status is reported as "ok".

Manufacturer narrative:
The device was returned with blood in the inflation lumen and balloon. The entire length of the shaft was inspected and the inner was kinked on both sides of the distal markerband. A longitudinal tear was confirmed in the balloon wall. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the "learturing" documentation confirms that the reported batch met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.